Event description:
Rptr writes, "I have an electric lift chair and have been trapped in it several times, if the power to the house is off (and this happens often in bad weather). If I'm in the back position, I can be trapped there and not be able get out of the chair. I am handicapped and this could even be life threatening, if it should happen on a very hot day. I could be trapped there in the heat and not be able to get out of the chair. A person could die of heat prostration easily. I know two other women that have been trapped in theirs also. If the chair motor should overheat and you were trapped in the chair, you could die in a fire. These chairs need a safety release handle. Why isn't this a requirement? This seems to me to be very important! I rarely lay back in my chair now because I am scared of being trapped with my feet up and not being able to get out of the chair. Please look into this. The brand of chair doesn't matter since no lift chairs are made with an emergency handle. I have contacted many mfrs about this." Chair purchased 12/98.